Event description:
Subconjunctival fragment of weckcell sponge. Suspect that sponge fragment broke off and adhered to blood clot/blocking it form view. It became apparent 2 weeks post-op when subconjunctival hemorrhage resolve. Fragment was removed successfully in the operating room without complications and patient has recovered uneventfully from both surgeries with good inter/outer pressure control. Staff complained that the weckcell (cellulose spears) fell apart. Second surgery required after discovery of the problem to remove fragment of cellulose. Manufacturer notified, product returned, and different brand of cellulose spear ordered. Persons involved: (B)(6).